Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an acquired von willebrand disease due to lvad (left ventricular assist device) therapy on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported von willebrand disease could not conclusively be determined through this evaluation. The patient is enrolled in m3-pas study. It was reported in source documents submitted per site that the patient acquired von willebrand disease due to lvad therapy on (B)(6) 2018. No additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 09aug2016. No further information was provided. The manufacturer is closing the file on this event.